Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the system error 322. The device was operating out of specification. System error 322 was caused by loose upper latch switch bracket screws. This would allow the switch to move causing the reported system. The upper auxiliary assembly, which contains the failed screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.